Manufacturer narrative:
The actual device has been returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code has been referenced in the conclusions section. A review of the device history record of the involved product code/lot number combination was conducted with no relevant findings. A search of the complaint file found two similar reports with the involved product code/lot number combination. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. Device currently under investigation.

Event description:
The user facility reported that the angio-seal bypass tube was detached. The following information was provided by the user facility: after stent implantation process to the iliac artery, it was decided to use an 8f angio-seal; the vessel was checked with femoral angiogram and seen that the vessel is suitable to use a closure device; after opening the foil patch, it was seen that the bypass tube was not located on the carrier tube, it was dropped from the tip of the carrier tube; the device was repacked and another angio-seal device was used; and it was reported it occurred pre-treatment and patient was not involved.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation. One 8f angio-seal sts plus was returned for evaluation. The carrier tube assembly was returned. The anchor was in a deployed state. The bypass tube was returned separate from the carrier tube assembly. Significant collagen expansion within the carrier tube assembly was visible. No functional testing was possible due to contamination of the collagen. The carrier tube outer diameter was measured to be 0.1017" and inner diameter of the bypass tube was found to be 0.110" at the distal end. These dimensions were conforming to the specifications active at the time of manufacturing as mentioned in the DHR. The anchor was deployed upon receipt but it is likely that the deployment occurred after improperly opening the package or mishandling thereafter. The returned device was functionally and dimensionally tested with no anomalies found. There is no evidence that this event was related to a device defect or malfunction. Based on the results of the investigation, the cause of the event is unable to be determined. It is likely that the bypass tube shifted from its manufacturing position either due to improper opening of the aluminium pouch or mishandling after opening. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.